Event description:
It was reported that rv lead was repositioned due to poor parameters. While attempting to reconnect the rv lead to the device, the set screw was not able to be re-engaged. The device was explanted and replaced. It was noted that a few months later, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. 694765 implantable tachy lead 2012 (B)(6). (B)(4).